Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections.they are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling.

Event description:
According to the received information, the patient was injected on (B)(6) 2021 in the chin area with a rha 2 product , a rha 3 product and a rha 4 product .2 linked complaints have been opened regarding the injection of rha 2 (rc/ (B)(4)) and rha 4 (rc/ (B)(4)). Upon returning from lunch the patient noticed her left chin was bruised and complained a lot of pain. The injector noticed a white halo around the bruised area thaht developed 2 hours affter the injection and diagnosed signs of vascular occlusion . Later that night, she injected hyaluronidase and patient reported that the pain was gone. Subsequently, the bruise turned from a deep purple/black to lighter red. On (B)(6) the patient received 2 vials of hyaluronidase as treatment as well as lasering to the bruise in order to dissolve the areas in the lower face. On may 24th, the injector reported that the occlusion has completely resolved.